Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of previous use. The strike plate of the driver is gouged along with the shaft and area around the screw holes. The tabs at the distal end of the driver have fractured off and were not returned with the device. This device has a possible field age of 12+ years. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the driver was fractured. There was no harm, injury, surgical/medical intervention to patient, no record of a delay and no report of foreign material retention. Due diligence is complete. No additional information is available.